Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 325 mg/dl. Customer stated that the tubing was not bent or kinked. Customer stated that they have not tried all remedies. Customer was advised to monitor the pump and call back if problem persists. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.